Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage was noted. The diffuse lesion was 90% stenosed and located in the moderately tortuous and moderately calcified mid right coronary artery. The lesion was predilated by a non bsc balloon. A 3.0 x 28 mm taxus express2 was unable to cross the lesion. The physician tried to cross the target lesion several times, but it was the same result. It was removed from inside the pt and the physician noticed the stent strut lifted up slightly. The lesion was re-dilated by a non bsc balloon several times a new taxus express2 3.0 x 28 mm stent was implanted. The procedure was completed. The pt status is good with no complications reported.

Manufacturer narrative:
As the unit has not been returned, the complaint investigation site could not perform a technical analysis. A review of the mfg documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause classification is considered operational context, due to anatomical/procedural factors encountered during the procedure, the performance of the device was limited.